Event description:
It was reported that the device is suspect of premature battery depletion. It was noted that the device reached elective replacement indicator (eri) six and a half years after implant. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407652 implantable pacing lead - implanted 2007 (B)(6). (B)(4).